Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. If the complaint component is returned at a later date then the product investigation can be re-opened to perform the analysis.

Event description:
It was reported that the patient experienced recurring incontinence and an unspecified device failure leading to an artificial urinary sphincter (aus) surgical procedure. The procedure was rescheduled for (B)(6) 2020 due to unspecified reasons. It was unknown whether the patient was sedated when the procedure was rescheduled. The patient did not experience any complications related to the device.

Manufacturer narrative:
Field change: e1. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. If the complaint component is returned at a later date then the product investigation can be re-opened to perform the analysis.

Event description:
It was reported that the patient experienced recurring incontinence and an unspecified device failure leading to an artificial urinary sphincter (aus) surgical procedure. The procedure was rescheduled for (B)(6) 2020 due to unspecified reasons. It was unknown whether the patient was sedated when the procedure was rescheduled. The patient did not experience any complications related to the device.